Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts after attempting to charge the pump, despite attempting to charge with multiple wall adapters, usb cables and power sources. There was no adverse impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. Customer acknowledged. Upon follow up, the customer reported that the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.